Event description:
Patient revised on (B)(6) 2021 due to dislocation approximately 3 months after primary surgery, due to non-compliance with post-operative instructions. Surgeon explanted the 32/+6 standard humeral cup and replaced it with a 32/+3 stability humeral cup.